Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead triggered an alert for high out of range pace impedances. The patient was brought in for further review and the impedances were still greater than 2500 ohms. As the patient is not dependent on lv therapy, the existing cardiac resynchronization therapy defibrillator was reprogrammed to turn lv therapy off. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this crt-d and lv lead were replaced by a competitor products. No additional adverse patient effects were reported.